Manufacturer narrative:
The physician assistant in the case confirmed that the reference frame had been bumped during the procedure, causing the inaccuracy. The frame to patient relationship changed which may have invalidated the registration. Software is functioning as designed. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy. Instructions for use which accompany this device state: "warning: do not bump or reposition the reference frame after registration. Such movement may result in inaccurate navigation. If the reference frame moves in relation to the patient anatomy at any time after registration, you must reregister." A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly.

Event description:
A medtronic representative reported that during a minimally invasive spine procedure the pak (pedicle access kit) needle was showing a 30 millimeter inaccuracy. Site reported no projections were on and that the instrument verified. The inaccuracy occurred during active navigation and was resolved in 20 minutes as follows: they took another navigated o-arm 3d spin and verified accuracy using the same percutaneous reference frame pin and pak needle. Surgical time was extended 20 minutes. No harm to the patient. Surgery completed successfully with navigation system.